Manufacturer narrative:
(B)(4), information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the quality issue reported with device? It was stated ¿the device would staple when it was articulated.¿ did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)? F/u response from sales rep: the device would not staple when the device was articulated. Unfortunately I was not in the case and this was the only information I was able to find out.

Event description:
It was reported that during a low anterior resection (lar) procedure, the device would staple when it was articulated. There were no patient consequences. Case completed with another device of the same product code.